Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter was prompting an "error 4" message when she was attempting to test her blood glucose. Per the ot verio iq owner's booklet, the error 4 message prompts when there is a problem with the meter, the blood sample was improperly applied or the test strip was damaged or moved during testing. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 9:00am, the patient reported the alleged issue began. The patient reported using non adjusting insulin (unknown type and dose) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported "a couple of hours" after the alleged issue occurred, she developed symptoms of being "lightheaded, sweaty and shaky." The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca determined this was not the first time the meter had been used. The cca noted the patient's test strips were correct and in good condition. The cca documented that the test strip completely drew in the sample, and the alleged issue was not resolved with a retest. Replacement products were sent to the patient. Based on the information provided, the patient claims she was unable to test her blood glucose due to the alleged issue, and therefore developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Correction: the manufacturer was inadvertently set to lifescan (B)(4), but it should be lifescan (B)(4) for the verio product.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. The meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.